Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s screen has scratches scrolling up and down, patient cannot read the data has to scroll read and tilt to read. Customer¿s blood glucose was unknown at time of incident. Customer stated that they had to double press buttons to get a response from insulin pump and insulin pump missed a bolus multiple times. Insulin pump will not be return for analysis.